Event description:
The customer stated a cell-dyn emerald analyzer generated discrepant platelet results for one patient diagnosed with cancer. The cell-dyn emerald generated platelet results of 72000, 82000, and 127000. The patient was redrawn and the new sample generated a platelet result of 48000. The patient's platelet count the previous day had been 53000. After running the patient sample, the customer reran quality controls and the results were out of range. The customer cleaned the analyzer and reran quality controls, which were then within range. One of the patient's samples was rerun and a platelet result of 64000 was generated. There was no adverse impact to patient management reported.

Manufacturer narrative:
A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a service visit, a search for similar complaints, and a review of labeling. The customer noticed that the aspiration probe was wet to the touch along the length due to a leak. The customer requested a field service visit for issue resolution. A field service representative (fsr) replaced the wash block o-ring due to excessive fluid on the aspiration probe. The fsr cleaned and lubricated the syringe pistons, bleached the counting chambers, and replaced the tubing sleeve (leak) at the top of the syringe piston #4. The fsr ran precision and calibrated the instrument, which passed. The instrument was performing within specifications. No adverse trends were identified. Labeling was reviewed and found to be adequate. Based on the investigation and event details, no product deficiency was identified with the cell-dyn emerald instrument.